Manufacturer narrative:
Pi: manufacturer reference number: (B)(4). The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy procedure using the artix system of devices. A distal fluoroscopic marker band came loose after approximately 6-7 passes of the device. Mt8 was pulled through the sheath and the struts were compressed in the center. Upon inspection, the distal marker band had slid down over the mt. There were no injuries or patient harm.